Event description:
Customer reported that the suture was used to close the anterior rectal sheath. Approx one hr after the surgery, fluid was seen coming from the surgical wound. The pt was returned to surgery at which time the attending reported that he observed the suture was broken. The device was explanted and a surgical repair completed. Pt is recovered.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.